Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: k-wire device ((B)(6) 2022). Reporter's phone number was not provided. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the patella it was observed that the small battery drive device stopped working after the physician inserted the k-wire. It was reported that the device did not work even after the chuck was changed and the battery was changed. It was reported that there was an unspecified spare device available for use. It was reported that there was no delay in the surgery and the procedure was successfully completed. It was reported the device was checked after the procedure and it worked as usual. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all manufactures specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition.